Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. The device was being filled with a solution containing 2.5g deferoxamine in 27 ml of diluent. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Sample evaluation: baxter received one sample with fluid inside the reservoir and housing. Visual inspection of the sample showed no evidence of rupture on the reservoir. The reported condition was not confirmed. Functional testing was performed by filling the reservoir with colored water and no evidence of a rupture was observed. However, a leak was detected at the welded area of the volume indicator and port located inside the housing. An additional medwatch will be submitted to address the leak condition found during evaluation. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.